Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ + pen needle would not discharge insulin during the injection. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, the patient went to the pharmacy to buy needles for insulin injection, and the patient was informed of the precautions and usage. Two days later, the patient said that the needle could not discharge the liquid. The staff inquired about the method and frequency of use. The patient used it repeatedly and the needle was blocked, the staff explained to the patient that the product was disposable."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples. No failure was found. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿ + pen needle would not discharge insulin during the injection. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, the patient went to the pharmacy to buy needles for insulin injection, and the patient was informed of the precautions and usage. Two days later, the patient said that the needle could not discharge the liquid. The staff inquired about the method and frequency of use. The patient used it repeatedly and the needle was blocked, the staff explained to the patient that the product was disposable.".